Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the device evaluation and investigation, the definitive root cause of the found issue could not be determined. The most probable cause for the malfunction is not established, which is the investigation findings do not lead to a clear conclusion about the cause. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited a foreign material in the nozzle. There was no patient involvement.